Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-jun-2019 with the following findings: during investigation, the black box download verified there was a pump reboots on the date of the complaint ((B)(6)2019). The pump was exercised for 12 hours with "no power" issues occurring. The pump was opened and there was no damage or moisture found to the power circuit. There was no damage found to the battery cap and it was found to be with specifications. It attached securely to the pump with no power issues occurring. The allegation of a power issue was not duplicated or confirmed during investigation. There was no defect found. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. There was no damage to the battery compartment or battery cap alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.